Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
The pt reported that her left hip surgery was in (B)(6) 2011. Pt complains of increased pain in her hip and back. Pt reports increased cobalt and chromium levels. Pt states that her vision and memory are being affected. Surgeon will re-check her blood levels in 3 months.